Event description:
It was reported that multiples malfunction alarms occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 12 and alarm 35 issue was verified, but the malfunction 0 issue could not be verified.